Manufacturer narrative:
A bci engineer went on-site and performed repairs and replaced some hardware. Engineer then replaced the flow cell after which the problem was resolved. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel® dxc 600 pro synchron® chemistry analyzer.the na results that were reported were 3-5mmol/l higher upon repeat. However, the actual patient results were not provided.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.